Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient remains in the hospital. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor sn (B)(4) - (initial use). Electrode belt sn (B)(4) - 08/2013 (reuse).

Event description:
A us distributor contacted zoll to report that a patient experienced a defibrillation event. The lifevest (lv) detected ventricular fibrillation (vf) at 22:09:00 on (B)(6) 2015. The lv appropriately delivered a treatment shock in response to vf at 22:09:35. The post shock rhythm was asystole. The lv delivered another defibrillation at 22:09:59 in response to asystole. The post shock rhythm was asystole. Over-sensing of small cardiac signal contributed to the false detection. At 22:10:07, the patient's rhythm spontaneously self-converted to a sinus rhythm at 60 bpm. The patient was admitted to the hospital. In addition, the patient was issued replacement equipment but is on hospital telemetry until his physician decides if he will continue to wear the lv or receive an implantable cardioverter defibrillator (ICD). The response buttons were not pressed during the event.